Event description:
The initial reporter stated they received a false negative result for one patient tested with the elecsys hiv duo assay on a cobas e 801 module serial number (B)(4). The e801 main hiv duo result was 0.376 coi (negative). The sample was tested with an abbott allinity with a result of 5.39 log copies/ml (positive). On (B)(6) 2021, a new sample was tested on the e801 with a main hiv duo result of 0.0650 coi (negative). The sample was tested on a vidas biomerieux hiv p24 antigen test with a result of 10.7 pg/ml (positive). A western blot result was indeterminate. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The sample was requested for investigation.

Manufacturer narrative:
On an unknown date, the customer repeated the initial sample on a second analyzer with an elecsys hiv duo result of 0.553 coi (non-reactive). On (B)(6) 2022, the patient was tested again with an elecsys hiv duo result of 22.8 coi (reactive). The hiv ag sub value of 0.148 coi (non-reactive) and an hiv ab sub value of 22.8 coi (reactive). The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The(patient sample from (B)(6) 2021 was retested and found to be reactive (1.32 coi) in the elecsys® hiv duo assay, which is discordant to the non-reactive result obtained by the customer. Additional experiments showed that this sample reacts with the monoclonal antibodies of the hivag detection module of the hiv duo assay and with one hiv-1 specific antigen, the early igm detection module of ahiv. Additional results (provided by the customer) of the vidas ii p24 assay (bio mérieux) and the westernblot (inno-lia) also indicate that the patient sample is in the sensitivity limit range. Taking all results into account, the sample from (B)(6) 2021 most likely derives from a person with an early hiv infection. The investigation did not identify a product problem. The cause of the event could not be determined.